Event description:
Healthcare professional reported right side deflation and capsular contracture, baker grade unknown. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, white particles inner device and opening crack. Leak test and microscopic analysis was performed which identified: opening crack of the valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation and capsular contracture, baker grade unknown. Device was explanted and replaced.